Event description:
The reviewed literature article contained a case report of an (B)(6) boy with a medtronic csf-snap shunt assembly. The source literature reported that the pt presented with irritability and a persistent fluid accumulation around the valve and tubing was discovered. A disconnection at the snap-shunt attachment site was readily noted during revision surgery and the snap-shunt was reconnected without further incident.

Manufacturer narrative:
(B)(4). This reportable event was identified during review of scientific literature. Contact with the corresponding author has been unsuccessful in yielding additional info on the device. The event reported in the source literature could not be matched to info previously reported to medtronic neurosurgery. The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the manufacturing records was not possible, as no lot number was provided. Rughani al, tranmer bi, et al. Radiographic assessment of snap-shunt failure. J neurosurg pediatrics 2010; 6: 299-302.